Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that when the patient removed the sensor on (B)(6) 2016 because they had stopped receiving readings, pus 'spewed' from the insertion site. The sensor had been in 2 days. The patient cleaned the site. One week later, patient received antibiotics from an hcp for a staph infection. Reporter notes that a staph infection was currently around the patient's football team. No blood glucose excursion was reported. This complaint is being reported as the infection required medical intervention. .